Manufacturer narrative:
(B)(4). It was reported that on (B)(6) the patient underwent perineoplasty, bilateral uterosacral ligament colpopexy, bilateral sacrospinous ligament fixation, paravaginal repair, repair of rectocele/enterocele/perineocele, and placement of biodesign graft. It was reported that on (B)(6) 2013 the patient underwent anterior vaginal dissection and adhesiolysis. It was reported that following the procedure the patient experienced pain, infection, urinary/bowel problems, recurrence, and other symptoms attributed to the mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures suburethral sling urethropexy procedure, cystoscopy and anterior and posterior colporrhaphy with perineoplasty due to sui, cystocele, rectocele and perineocele. It was reported that the patient underwent anterior colporrhaphy & cystoscopy on (B)(6) 2012 due to cystourethrocele.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.